Manufacturer narrative:
H3: product analysis of (B)(4), lotno:b407028. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In the event, the damage to the braid contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician deployed the pipeline in a segment to leave it anchored and the pipeline did not open distally. The physician tried 3 times without success. The pipeline was not positioned in a bend and the pipeline was more than 50% deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left posterior cerebral artery aneurysm with a max diameter of 4mm and a 3mm neck diameter. The landing zone artery size measurements were 3mm distally and 4.5mm proximally.  It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The post procedure angiographic result was okay.   Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.